Event description:
It was reported: "using a express 4:1 cutting block during femoral preparation. When the block was removed one of the pins had become detached and remained in the bone. The pin was removed from the bone using a pair of pliers."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.